Event description:
My mentor silicone implants are so hard, uncomfortable, painful and deformed. I need to have them removed, I'm afraid of getting a mammogram. Dr examined them as a 4 meaning severe. FDA safety report ID# (B)(4).